Event description:
The cardiologist attempted closure of the arteriotomy with a techstar xl 6 fr pvs device. Hemostasis was not obtained on closure. It was noted that the arteriotomy was in the profunda femoris. The pt was sent for surgical repair of the arteriotomy. The device was not returned to the MFR and was not available for eval. However, the instructions for use clearly define the proper access site placement for pvs closure as being in the common femoral artery. Placement in the profunda femoris constitutes user error. In addition, the pt's vessels reportedly were calcific. The instructions for use clearly indicate that the safety and effectiveness of the pvs system has not been established in pts with femoral artery calcification that is fluoroscopically visible.